Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and high blood glucose. The blood glucose at the time of the incident was 324 mg/dl. The customer state the insulin pump alarmed motor error while attempting to prime. The customer states the blood glucose is high because she has been off the pump. The customer was hospitalized for an issue unrelated to diabetes. While on the phone the pump alarmed motor error. Troubleshooting was performed and the pump was able to rewind. The device will be returned for analysis.